Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.